Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported "an overdose due to programming error." The customer stated the event was due to a nursing programming error, with the user having entered the weight in pounds rather than kilograms. No other details are available and no product is available for investigation. There was no report of patient harm.